Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that when the large volume pump module was connected to the patient, the pump module was alarming for "air in line" and pulling the medication the opposite way back into the bag causing blood from the patients IV to go into the line. There was patient involvement but unknown harm.

Event description:
It was reported that when the large volume pump module was connected to the patient, the pump module was alarming for "air in line" and pulling the medication the opposite way back into the bag causing blood from the patients IV to go into the line. There was patient involvement but unknown harm.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device eval by manufacturer? And manufacturer narrative. Annex a: a25, annex b: b01, b14, annex c: c19, annex d: d14, annex g: g07001 . A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion due to a backflow event was not confirmed through a review of the device logs or reproduced during laboratory testing. Rate accuracy testing was performed on the source pump module. The device was found to be delivering fluid in specification. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. Inspection of the suspect devices found no issues or anomalies that could contribute to the reported issue. All inspected parts were manufactured by bd. A review of the suspect pump module error log showed no error or malfunctions relevant to the customer¿s complaint. The pump module was powered on attached on 16 december 2025 at 11:59 am and was assigned channel a. It was identified pump module ail bolus limit was set to 250 l and accumulated air enabled. On (B)(6) 2025 from 3:03 pm to 3:05 pm, pump module was selected and user programmed infusion with rate of 200ml/h and volume to be infused (vtbi) of 99.479ml. The infusion was started and alarmed for ¿air-in-line¿. The infusion was restarted and alarmed for ¿air-in-line¿. The infusion was restarted but door was opened and channel alarmed for ¿occlusion fluid side¿. Door was closed and infusion was restarted and alarmed for ¿air-in-line¿. The infusion was restarted and alarmed for ¿air-in-line¿, this event occurred two (2) times. Door was opened and pump alarmed ¿check IV set¿ and channel was powered off. No more infusions were recorded on the reported date. The incident administration set was not returned for this investigation; therefore, testing could not be performed. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. Per the bd alaris system user manual v12.3.2, states within warnings and cautions, do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. Additionally, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported under infusion due to a backflow event was not identified. The returned device was fully evaluated, and no anomalies were found during laboratory testing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.